Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the nozzle, however, the specific material could not be identified and the cause could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, service found the nozzle was clogged with foreign material due to insufficient cleaning. In addition, the insulation resistance value did not meet specification due to peeling of the adhesive on the bending section cover, angulation in the up direction was insufficient and there was play in the up/down angulation knob due to elongation of the angle wires, the adhesive on the bending section cover was cloudy, chipped, and cracked, the supply of air and water did not meet specification due to clogging of the nozzle, water removal function did not meet specification due to clogging of the nozzle, the flexible tube was torn due to handling, the connecting tube was cut due to handling, and the universal cord was scratched due to physical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the nozzle of the subject device was clogged. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to correct data which was incorrectly translated in the initial report.